Manufacturer narrative:
(B)(4). Batch # m55w8j. The analysis results found that the tcr75 reload was received with no apparent damage and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an open unknown surgery, the staple line was incomplete because the staples fell off at the middle of the cartridge. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.